Event description:
The patient experienced low flow alarms on (B)(6) 2025 for an unknown reason. The patient was not appearing dry or had any blood pressure issues. The patient was asymptomatic throughout but had gone through 2 rounds of tissue plasminogen activator (tpa). The site wanted to assess for power spikes, speed drops, and rotor noise around 17:15 on (B)(6) 2025. Additional log files were sent for review. The log file captured low flow events on 18nov2025 and 19nov2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. Also, the log file captured a double power cable disconnect from the power sources on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The submitted controller event log files captured intermittent low flow alarms on (B)(6) 2025, as well as from (B)(6) 2025. Of note, pi values appeared to be elevated during the low flow events. Additionally, review of the submitted controller periodic log files captured an acute drop in typical flow on (B)(6) 2025, just prior to the onset of the low flow events captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The submitted controller event log file contained events from (B)(6) 2025. Several low flow alarms were captured on (B)(6) 2025, with pi values appearing elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and device thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had persistent low flows and higher pulsatility index (pi) values. The site had trouble getting a doppler pressure when the patient first came in as well. Fluids and pressors seemed to have helped with retrieving doppler pressures. There was concern for a possible outflow graft obstruction or rotor noise. Log files were sent for review. The log file captured low flow events on 02nov2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pi was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The pump rotor data was also normal. Additional log files were sent for review on (B)(6) 2025. The patient was experiencing right ventricular (rv) failure. The event log captured persistent low flow events throughout the log with the estimated flow mainly hovering around the 2.4 to 2.5 lpm mark. These lower flows were likely patient related as these were associated with elevated pi values.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.